Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the black box showed call service loss of prime warnings due to zero force events. Unrelated to the initial complaint, the display was observed to be dim and faded. The pump was able to perform the ez-prime steps correctly, and no call service loss of prime or any other warnings occurred during the investigation. An intermittent condition was found to the force sensor flex due to a cracked trace near to the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).